Event description:
A facility reported a patient was on an insulin infusion and reported experiencing symptoms of hypoglycemia. A fingerstick glucose result was obtained on the patient using an adc meter with a result of 19.7mmol/l. This result was compared to a venous laboratory result of 1.7mmol/l obtained within 10 minutes. When plotted on the parkes error grid, the results fell within the "e" zone showing the difference in values are considered clinically significant. An additional fingerstick result of 15.7mmol/l was obtained using the same adc meter, however, it is unknown when this result was obtained. The patient was testing again using a different adc meter and received a reading of 1.9mmol/l which confirmed the lab result. The patient was treated with glucose and "recovered". There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.